Manufacturer narrative:
Of the 57 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to damaged battery compartments, and damaged battery compartment caps. During investigation for unrelated complaints, there were 3 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 57</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-82 years of age and between 28 and 344 pounds. Of the reported patients, 23 were male, 34 were female, and 0 were unknown.

Manufacturer narrative:
Device analysis: in quarter 2 of 2019, there was 1 instance of power failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 1 instances of power failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.